Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p11-22, that has a similar product distributed in the us, list number 08p11-21.

Event description:
The customer observed false reactive results for alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory for one patient. The patient was nonreactive at another lab (method unknown). The original sample was repeated after calibration on the alinity and was nonreactive. The following data was provided: sid (B)(6) 2024 hbsag = initial and two repeat reactive results followed by confirmatory testing (hbsagquac1, hbsagquac2) also showed reactive result. Customer followed with another repeat of the hbsag test = reactive testing of this sample at another lab (other equipment) returns non-reactive user then recalibrated hbsag on (B)(6) 2024 (new cal lot 59510fz00) and retested sample on (B)(6) 2024 with results non-reactive for both the hbsag and the confirmatory testing. The following results were provided: (B)(6) nonreactive hbsag confirmatory ran x2 (B)(6). Nonreactive no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations for alinity I hbsag qualitative ii confirmatory reagent 08p11 and the complaint issue. Clinical specificity testing was performed using an in-house retain kit of lot 57464fn00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii confirmatory reagent 08p11 lot 57464fn00 was identified.

Event description:
The customer observed false reactive results for alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory for one patient. The patient was nonreactive at another lab (method unknown). The original sample was repeated after calibration on the alinity and was nonreactive. The following data was provided: (B)(6), (B)(6) 2024 hbsag = initial and two repeat reactive results followed by confirmatory testing (hbsagquac1, hbsagquac2) also showed reactive result. Customer followed with another repeat of the hbsag test = reactive. Testing of this sample at another lab (other equipment) returns non-reactive. User then recalibrated hbsag on (B)(6) 2024 (new cal lot 59510fz00) and retested sample on (B)(6) 2024 with results non-reactive for both the hbsag and the confirmatory testing. The following results were provided: hbsag = 0.64, 0.70, and 0.66 nonreactive. Hbsag confirmatory ran x2 = c1 = 0.23 and 0.21 c2 = 0.54 and 0.50 nonreactive. No impact to patient management was reported.